Manufacturer narrative:
D10: product ID wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient had recharged their ins battery last monday and it worked fine, without any problems, but yesterday and today, they had been trying to recharge, and they could not seem to charge. They were getting messages like their connector was not working; they were having a lot of problems. Equipment education was reviewed, as well as that recharging for the first time is done at the follow up appointment. It was recommended they may be able to wait to recharge. The patient was worked with to use the handset and communicator to close all applications, connect to the ins, and check the settings. The patient said they were on program 3 at 0.4 volts, and stimulation was on. They were worked with to go to the batteries section. They said their levels were: mybattery 60%, my communicator 92%, and handset 31%. During the control equipment use, the charger was heard to start beeping with descending then even tones. The patient was worked with to reset the charger by holding down the power button for 45 seconds, then powering it down. The reported issues was documented in case the patient would need further support in the future. They would bring their equipment with them to their follow up appointment, and may call back if they needed further support. They mentioned related medical history, that theyfelt like there was a change in their bladder, and that was why they thought they should recharge. The event date for the issue was not asked for, as it was not the reason the patient was calling that day, and was mentioned in passing. During the call, they reported unrelated medical history, which included that they had multiple sclerosis (ms). They were redirected to their healthcare provider. They noted their follow up appointment was on thursday. Additional information was received from the manufacturer representative (rep). Rep said patient started having trouble with recharging since last friday, prior to that patient was able to recharge without the wireless recharger(wr) app. Rep said patient got the open loop screen and then patient gets error 4101 on the wr app. Rep said patient felt the implant and noted the implant is very superficial. Rep said she has another wr to try. The caller was not with the patient. No further complications were reported.